Manufacturer narrative:
Module was returned to spectrum medical for investigation. Initial testing could not recreate reported malfunction. Module disassembled and small cracks where found under the qvm manifold in addition to signs of liquid ingress.

Event description:
User reported that they were unable use vacuum-assisted venous drainage (vavd) despite having vacuum input. User reported that they could not feel vacuum from vavd port. Malfunction occurred during a case. There was no patient harm. No interruption of gas flow.